Event description:
It was reported that during a breast biopsy the st holster kept giving blue and green cable error codes. The case was completed with no consequence to the pt.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.